Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor was pulled out when retrieving the pole. This was detected during a repair of the anterior calcaneofibular ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15378386 was received for evaluation. Visual inspection revealed that the anchor, which was still sitting at the tip of the inserter, was broken at the proximal end of the first thread. It was noted damage to the threads, most likely due to excessive force and/or misalignment during insertion. Evaluation of the sutures on the handle found no damage. A functional test was not performed due to the damage to the device. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and excessive force. Directions for use dfu-0054-eor7_fmt_en, revision 7, bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique.